Manufacturer narrative:
The complaint that the device had an alarm was confirmed. Physical inspection noted the device to be fair condition with the instrument seal missing. Dried fluid was observed on the female iui. No other anomalies were observed. Review of the pcu error log confirmed a general os failure (800.8000). Initial testing performed found the device powered on immediately alarming for a watchdog error. The device was sent to ops engineering to determine the nature of the watchdog alarm. Ops identified a backed-out cf card on the pcu logic board as the source of the watchdog. The device was returned from the customer without the cf securing bracket and screw. The cf card was re-installed and the pcu then powered on properly. The pcu was functionally tested; during testing there were no errors or malfunctions. An additional test was performed to determine the cause of the 800.8000.0 (general os failure. Testing found that with the cf card backed out, an 800.8000.0 entry is logged. The root cause of the device having an alarm was identified as a watchdog error. The watchdog alarm was the result of the cf card on the logic board backing out. This generated an error code 800.8000.0 (general os failure). Device history review: review of the pcu (sn (B)(6)) service history record showed the device had a manufacture date of (06/24/2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (08/05/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the pcu.

Event description:
It was reported that device had an alarm failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.